Event description:
Note: this report pertains to the first of two reported malfunctions occurring in this procedure. It was reported to boston scientific corporation that during an esophagogastroduodenoscopy procedure (a female patient; weight is unknown) using a cre balloon dilatation catheter, the balloon would not deflate prior to retracting through the scope. According to the complainant, the device was removed and replaced with another cre balloon dilatation catheter. Refer to MFR report #3005099803-2008-3290 for details regarding the second device.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. Visual examination of the returned device noted significant damage to the device: (1) the catheter shaft had been cut approximately 12cm from the proximal end, (2) the catheter shaft was kinked at several locations, (3) the balloon was severely damaged, and (4) the kitted guidewire was kinked. Due to the physical condition of the returned device, the cause of the reported malfunction could not be determined.